Event description:
Patient was c1d1 taxol/carbo for her treatment. Taxol was hung and checked per protocol. Upon assessment, rn noticed tubing was leaking. Infusion stopped, pharmacy notified, no harm to patient. Manufacturer response for IV tubing, non-dehp solution set with duo-vent spike (per site reporter, ongoing.